Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular lead. The physician elected to explant and replace the lead. The patient was in stable condition.